Event description:
The device was placed to prevent pancreatitis after ercp since papillary edema was observed. However, since it was difficult to position and manipulate the scope, the stent migrated. The stent was retrieved with snare on the next day of the event, and there has been no adverse effects or pancreatitis occurred to the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The specific rpn and lot number were not confirmed. It was indicated that the device involved in this complaint was a (B)(4) device. The info provided confirmed the device was a (B)(4), however, the specific rpn and the actual lot number of the device involved in this complaint could not be confirmed. As the lot number was not provided, it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation. With the info provided a document based investigation was carried out. The following info was received in relation to this complaint: "the device was placed to prevent pancreatitis after ercp since papillary edema was observed. However, since it was difficult to position and manipulate the scope, the stent migrated. The stent was retrieved with snare on the next day of the event, and there has been no adverse effects or pancreatitis occurred to the pt." According to instructions for use (B)(4), stent migration is a potential complication. It is standard procedure to remove the pancreatic stents. As per the IFU "this device should not be left indwelling for more than three months or as directed by a physician." The IFU also recommends that "periodic evaluation is recommended". In this case, the physician knew that the stent had migrated and took the decision to remove the stent the day after the procedure with a snare. It was confirmed that there has been no adverse effects to the pt as a result of this occurrence and pancreatitis has not occurred. Prior to distribution, zimmon pancreatic stent sets are subject to visual inspection to ensure device integrity. A review of the manufacturing records for the (B)(4) device involved in this complaint was not possible as the exact rpn and lot number were not provided. No corrective action is warranted at this time. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.